Manufacturer narrative:
Analysis confirmed the thread wear of the handle and handle screw. The handle screw is deformed and is stuck to the screw part at the tip of the cable. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a flex arm assembly used for spinal therapy. It was reported that it cannot be fixed even if tightened. No further complications were reported regarding the event. Update: this event was created based on repair request received by the japan service and repair group. Pre-op diagnosis: leg pain procedure involved: med levels implanted: l4/5 the product came in contact with the patient but there was no impact to the patient. There were no symptoms or complications reported.